Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was readmitted into the hospital with fluid overload and was treated with bipap (bi-level positive airway pressure) and IV diuretics. It was also reported that the pump was functioning as intended at the time of the event. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.